Manufacturer narrative:
One 6f fast-cath introducer sheath was received for evaluation. The tubing was not returned for analysis and the sheath hub was crushed. Analysis could not be completed due to the returned condition of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.

Event description:
Device received. This report includes an updated analysis.

Event description:
It was reported that the introducer sideport detached approximately one to two days after placement in three separate patient events. The introducer had been placed in the jugular vein for the placement of a 5f temporary pacer while awaiting a permanent pacer. A pump set was connected and set to kvo. While in the ICU, a day or two after introducer placement, the sideport disconnected. The introducer and the temporary pacer were removed and the scheduled pacer was placed. There were no adverse patient consequences reported. There were no reports of hard flushing or pulling on the IV tubing.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.